Manufacturer narrative:
The tech found the pendant cable had numerous nicks in the insulation but could not determine what caused them. The account will replace the pendants to repair the bed.

Event description:
Info received indicates the hand pendant has bare wires showing on the cord.